Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room director reported seeing a tear during a capsulotomy during a laser assisted cataract procedure. Upon follow up, case was completed using standard posterior chamber lens (pcl). Patient is reported to be doing well.

Manufacturer narrative:
The company representative has stated in the request for service review that the ¿company representative observed horizontal lines (oct reflections) on the image of the 360 scan. It was noted that the horizontal lines were not within specification as expected. The company representative aligned oct assembly to resolve this issue. The company representative found that the oscillator signal was unstable. Subsequently, the oscillator was replaced and aligned. It was then verified that the articulating arm alignment and output energy calibrations met specification. As a preventive measure, the overlay was adjusted as well. All systems and calibrations then were determined to have met specification. The system was examined. The company representative did not mention finding anything attributed to the posterior capsule tear. While the system was found to have an unstable oscillator, it is unclear what caused the posterior capsule tear. Based on assessment, the product met specifications at the time of release. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).